Event description:
PICC line insertion 11/04. Th ept has had several cycles of chemotherapy through the device. Noticed external exudate around the insertion entry site. Prescribed topical bactroban and oral fluclocicillan in 2005. Part of the line above the hub and entry site into the arm had disappeared 4 days later. Required intervention via the cardiac catheterization suite for retrieval of the line from the pulmonary trunk.